Event description:
It was reported the pump was tilted sideways in the abdomen. The pump started to tilt sideways approximately 1.5 months after it was implanted. The health care provider (hcp) straightened and stabilized the pump the day of this report with no issues. The proximal end of the catheter may have been damaged while opening up the pocket, and it was also revised. The catheter aspirated and cerebral spinal fluid (csf) was noted. There were no patient symptoms or complications associated with this event. The medication delivered via the pump was morphine. The issue was resolved at the end of the pump revision case. No further follow-up is needed.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).